Event description:
The manufacturer received information alleging a patient was smoking a cigarette while using an everflo oxygen concentrator. The patient was admitted to the hospital's burn unit. The device was returned to the manufacturer for evaluation. The exterior cabinet to the device has evidence of thermal damage caused by an external source. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."